Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn on the right side. A leak was observed at the cannula tear. The observed cannula tear was measured to start at 0.7335 inches from the nail head and end at 0.7990 inches from the nail head. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s glucose level rose to 400 mg/dl while wearing the pod, on their arm, between 24 and 36 hours. Investigation of returned device found the cannula to be torn. The device was originally reported for not sure delivering insulin. As treatment, a new pod had been placed.